Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description, it seems likely that the root cause for the complaint event is related to the patient anatomy (i.e. Previously implanted stent).

Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the lcx. The stent was hanging up on previously implanted stent and was unable to cross. Upon taking the stent balloon out, the stent was no longer on the delivery system. The stent was not retrieved. Within 48 hours from procedure patient experienced mycardial infarction.